Event description:
During an in-clinic follow-up, the device was found in backup vvi mode (bvvi). The cause of the event is due to electrosurgery. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.